Event description:
During surgical procedure, harmonic ace45e pistol grip (reprocessed by sterilmed) max button working intermittently.what was the original intended procedure?laparoscopic extensive lysis of adhesions, dissection and opening of marlex mesh around gastric pouch status post open roux-en-y gastric bypass.device #1is this a laboratory device or laboratory test?no.